Event description:
A display error message issue was reported with the abbott diabetes care (adc) device in use with phone model samsung galaxy s 22 ,operating system 15 and app version 3.6.4.11771. The customer received a "replace sensor" error message, and the customer was unable to obtain glucose readings. As a result, the customer experienced seizure, tremors, blurred vision, and cramps in the hands. Upon regaining some of their faculties, the customer was able to self-treat with an unspecified intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11, 227 and 224, and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognised by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with a removal of a properly applied sensor. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The sensor data was reviewed and data analysis was consistent with the removal of properly applied and functioning sensor. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The customer reported event code 365. The reported issue was investigated. Despite the software product type being linked to the complaint, the investigation found no connection between the customer's reported application and the reported issue. The investigation did not identify the app because the event code was associated with a sensor related malfunction. Such errors were recorded in the receiver¿s event log when the sensor was experiencing a fault. The application was functioning correctly and accurately displaying the error message generated by the sensor. This indicates that the app was operating as intended and was not the source of the issue. No malfunction with the customer's reported application was found. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit meet specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 7 with event log 11, 227 and 224, and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The sensor data was reviewed and data analysis was consistent with sensor tail loss of contact with interstitial fluid due to temporarily unseated puck. Therefore, this issue is not confirmed. This also serves as a correction report section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display error message issue was reported with the abbott diabetes care (adc) device in use with phone model samsung galaxy s 22 ,operating system 15 and app version 3.6.4.11771. The customer received a "replace sensor" error message, and the customer was unable to obtain glucose readings. As a result, the customer experienced seizure, tremors, blurred vision, and cramps in the hands. Upon regaining some of their faculties, the customer was able to self-treat with an unspecified intervention. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor: an investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. Software: the customer experienced a "replace sensor" message with the freestyle librelink application. Product quality engineering attempted to replicate the reported issue using a cellular device not identical to the actual device, but which shares relevant characteristics with the device involved and android 15 app version 3.6.4.11771 and was not able to reproduce the complaint. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A display error message issue was reported with the abbott diabetes care (adc) device. The customer received a "replace sensor" error message, and the customer was unable to obtain glucose readings. As a result, the customer experienced seizure, tremors, blurred vision, and cramps in the hands. Upon regaining some of their faculties, the customer was able to self-treat with an unspecified intervention. There was no report of death or permanent impairment associated with this event.